Manufacturer narrative:
(B)(4). G2: foreign - event occurred in germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that while attempting to get out of bed, the patient felt hip pain. Attempts have been made and no further information has been provided.